Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that the "888" appeared like "838" in the display and that the middle "8" was missing the horizontal line across the bottom. The customer performed a measurement. The bottom half of the "1" in the middle of the screen for the result was missing the bottom half. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.